Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported cable break and mechanical issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the mechanical issue was due to the cable break; however, a definitive cause for the cable break could not be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The clip referenced in describe event or problem is filed under a separate medwatch report.

Event description:
This event is filed for cable break. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. It was noted that the left atrium was large and the patient had a severe ejection fraction. One clip (61028u146) was implanted and the mr was reduced from grade 4 to grade 1-2. On(B)(6) 2017, it was noted that the previously implanted clip had detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to grade 3-4. A second mitraclip procedure was started; however, while inserting the steerable guide catheter (sgc), the minus knob was turned approximately 180 degrees and then it was noted that the tip of the device would not deflect. A cable break was suspected. A new sgc was prepared and inserted into the patient anatomy. The procedure continued with implantation of one clip and the mr was reduced to grade 1. No additional information was provided.